Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to a return of symptoms. The patient fell onto the implantable neurostimulator (ins) site approximately one week ago. After the fall she did not have any stimulation sensation. It was also reported that the patient could not adjust stimulation. The patient programmer may have needed new batteries. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had some leakage the past couple days. Admittedly, the patient also admitted that she was pressing stimulation off button after using the patient programmer thinking that she was hitting the patient programmer off button.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4); lead model 3889-28, lot# v803150 implanted: (B)(6) 2011, explanted: unknown.